Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged conductor wire to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged. The electrical continuity test was performed and passed. No thermal damage was observed on the instrument. The root cause of this failure is attributed to a component failure. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.088¿ - 0.189¿ in length and not aligned with the tube axis. The root cause of the ¿scratch marks/abrasions instrument main tube¿ is typically attributed to mishandling/misuse. A review of the logs showed the fenestrated bipolar forceps instrument (part# 420205-12 / lot# n10170203- 030) was last used on (B)(6) 2018 during a procedure with system (B)(4). The fenestrated bipolar forceps instrument has 10 allotted uses and had 6 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the fenestrated bipolar forceps instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis investigations found scratch marks with light material removed on the instrument main tube. The material that was removed from the instrument main tube could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant and explant date is blank because the product is not implantable. Information for initial reporter is not available.

Event description:
It was reported that prior to the start of a da vinci-assisted mediastinal surgical procedure, the customer discovered part of the wire on the fenestrated bipolar forceps instrument was coming out. There was no report of any fragments falling inside the patient. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the dislodged conductor wire to be related to the customer reported complaint. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was not damaged. The electrical continuity test was performed and passed. No thermal damage was observed on the instrument. The root cause of this failure is attributed to a component failure. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.088¿ - 0.189¿ in length and not aligned with the tube axis. The root cause of the ¿scratch marks/abrasions instrument main tube¿ is typically attributed to mishandling/misuse. A review of the logs showed the fenestrated bipolar forceps instrument (part# 420205-12 / lot# n10170203- 030) was last used on (B)(6) 2018 during a procedure with system (B)(4). The fenestrated bipolar forceps instrument has 10 allotted uses and had 6 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the fenestrated bipolar forceps instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis investigations found scratch marks with light material removed on the instrument main tube. The material that was removed from the instrument main tube could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant and explant date is blank because the product is not implantable. Information for initial reporter is not available.

Event description:
It was reported that prior to the start of a da vinci-assisted mediastinal surgical procedure, the customer discovered part of the wire on the fenestrated bipolar forceps instrument was coming out. There was no report of any fragments falling inside the patient. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.